Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y leaked. The patient needs long-term infusion. According to the doctor's advice, the patient's blood vessel is protected by an indwelling needle. On (B)(6) 2025, during the infusion treatment, the medical staff gave the patient an indwelling needle for intravenous infusion. However, there was bleeding and oozing from the indwelling needle. The infusion was stopped immediately, the indwelling needle was removed, and the patient was given an aseptic needle eye to explain and comfort. After that, the patient was given an indwelling needle of another brand for infusion treatment. This caused the patient a poor medical experience and increased the patient's cost.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR review and retained sample analysis are not performed as the lot number is unknown for this complaint. 2.since the complaint described the product sku was 383083, is 24g, y-type product, but the actual returned sample is a 24g straight product, inconsistent with the product complaint part number. 3.the customer returned 2 defective samples; the specification is a 24g straight product and the samples were displayed: 1) one of sample unit pack has been opened, the needle is bent, and the shield is not visible. The other 1 sample the needle has been removed and there is a little blood at the end of the septum. 2) the 45psi leakage test was performed on the 2 returned samples, and the test was qualified, and the samples showed no leakage. Conclusion(s): as the lot number is unknown for this complaint, unable to conduct further analysis on the retained samples, the root cause of this defect cannot be determined because the defective samples related to this complaint were not received for relevant testing. The plant will continue to track and trend for this issue.

Manufacturer narrative:
1. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 2. The customer returned 1 defective sample; the specification is a 24g straight product: 1) sample the needle has been removed and there is a little blood at the end of the septum. 2) conduct an appearance inspection on the returned sample, no damage was observed in any part of the sample (including the catheter, catheter hub, extension tube, and pp connector). 3) the 45psi leakage test was performed on the returned sample, the test was qualified, and no leakage were observed in any part of the sample. Conclusion(s): as the lot number is "unknown" for this complaint, unable to conduct further analysis on the retained samples, and the appearance of the returned sample and the related test results showed no abnormalities, therefore the root cause of this leakage complaint cannot be determined.